Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery was depleting quickly. It was also reported that the pump clock "loses" time. There was no reported impact to the customer's blood glucose level. No additional information was provided.